Event description:
It was reported by service report that the wheel on the cot was worn out and broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.